Event description:
It was reported that an elderly pt was scooting down the mattress of her hosp bed in what appeared to be an attempt to exit the bed. The bed exit alarm sounded and the nursing staff found the pt with her chin stuck in an opening in the siderail of the bed and the rest of her body out of the bed with her feet on the floor. The nursing staff removed the pt's chin from the siderail and returned her to the bed. The pt reportedly received a skin tear across her chin/neck requiring a dressing and some ointment.

Manufacturer narrative:
The reported incident occurred in zone I, as defined in the hbsw guidance. The pt was not trapped in or under the siderail but due to weakened physical condition, could not lift her head up and over the siderail. Her chin was caught in the handgrip space on the inside of the siderail.